Manufacturer narrative:
Follow-up #1: date of submission 08/02/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 07/11/2016 with the following findings: a review of the pump¿s black box showed one loss of prime warning (cs162) with low non zero force. The pump powered on to the verify screen, however, a cs 128 replace battery alarm occurred when the verify screen is confirmed. Further testing was not able to be performed due to the recurring alarm issue. The loss of prime issue was shown in the pump history but was not able to be adequately investigated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.